Event description:
Complaint on the rv lead of low impedance on the (B)(6) 2022. Patient also had symptoms of syncope. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).